Event description:
A 90% stenosis was confirmed from entry of lad to lmt and from entry of lcx to lmt. A whisper ls guidewire was advanced to distal-lad, and a runthrough guidewire was advanced to lcx along a heartrail 2 al1 guiding catheter. Then, though the physician tried direct ivus, this catheter didn't cross the lesion of lad. And it wasn't able to push or pull. Then, though it was tried to be pulled after the runthrough was pulled out, it wasn't able to be pulled. And then, though all systems at lad were pulled out, only this catheter wasn't able to be pulled. And because it was pulled by force, it had broken and broken part remained in the body. A guiding catheter changed from a heartrail to a launcher jl4 for using a snare. Then when angiography was performed, lcx got total occlusion. Because a trial for withdrawal of the broken part was failed, the lesion was expanded by a ventspeeder 1.25/10. Then, trial for withdrawal of the broken part was performed again, and the broken part was able to be pulled out by a snare. Lad was expanded by a vento speeder 3.0/20. And because stent struts were protruded from entry of lcx to lad, a cypher 3.5/23 was deployed. Lad was expanded by a ventospeeder 3.0/20. And because protruding of stent struts were confirmed at entry of lcx to lad by an IV, a cypher 3.5/23 was deployed. After post-dilatation was performed by the ventspeeder 3.0/20, this procedure was finished. Total occlusion of lcx remained.